Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient was in the hospital after a bad car accident. His pump was supposed to be filled on (B)(6) 2018 but the appointment was cancelled as he was still in the intensive care unit. The pump was not filled, and would alarm on (B)(6) 2018. On that date he would either be recovering from another leg surgery in the hospital or in a rehabilitation facility. The consumer was given a session data report and the phone number for the manufacturer by the employee who assisted with refills. The patient was already living with barely controlled pain, and the pump should not be allowed to run out while he was also dealing with additional pain from serious injuries to his right leg. The consumer did not know how to find out what should be done about filling the pump under these unusual circumstances. The consumer would follow up with the doctor who had always filled the pump. No further complications were reported.